Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that there were small air bubbles in the tubing. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 184 mg/dl when he ate before testing. The customer stated that she treated her high blood glucose by giving bolus. The customer performed fixed prime twice but was not able to remove the air bubbles. The customer was not able to perform another fixed prime due to insufficient insulin. The customers stated that he received low reservoir alarms and a no delivery alarm and he was able to clear the alarms. The customer stated that the needle was not seated properly and the tubing connector was crooked. The customer stated that there were no leaks. The customer's settings were checked and the time and date was correct. The insulin pump will not be returned for analysis.